Event description:
It was reported that a patient using the ilet pump experienced persistent hyperglycemia and felt out of control, with reports indicating frequent unannounced meals due to loss of appetite and no unresolved device alarms or supply issues. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included review of device use and education with troubleshooting focused on meal announcement practices and confirmation that prior occlusion alerts had resolved. Investigation of this case revealed no device malfunction and suggested user-related factors, specifically missed meal announcements, as the likely contributor to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but most consistent with use-related issues rather than a device defect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.